Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the 8mm harmonic ace instrument broke without any collision and fell down in patient abdomen during the tissue dissection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reportedly, the 8mm harmonic ace instrument blade broke and fragments fell into the patient's abdomen. All fragments were retrieved immediately with the help of the laparoscopic instrument. The harmonic ace instrument was used 2 hours prior to the issue. The reporter noted that the instrument was inspected prior to use and did not make contact with any other instrument or other hard material during the surgical procedure. The instrument was removed during the procedure and the instrument's wrist was straightened upon removal. No additional surgical procedure was performed and there were no post-operative tests performed to check for fragments retained in the patient. The procedure was completed and there was no allegation of patient injury. Additionally, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported event. The instrument was found to have a blade broken. The blade broke at roughly 0.06 from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.